Event description:
Boston scientific crm received information that this patient has an infection which is currently being treated with antibiotics.

Manufacturer narrative:
The pacing system remains actively implanted. This issue will be re-evaluated if additional information is received.